Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The more than 50% stenosed target lesion was located in the non-tortuous and non-calcified pediatric's esophagi. After a guide wire crossed the lesion, a 6.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured and the contrast agent leaked. The device was simply removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was received for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material located approximately 5mm proximal of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip or markerbands that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The more than 50% stenosed target lesion was located in the non-tortuous and non-calcified pediatric's esophagi. After a guide wire crossed the lesion, a 6.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured and the contrast agent leaked. The device was simply removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.